Event description:
Date of implant: (B)(6) 2013 patient age at time of implant: (B)(6) description of the problem: I have had chronic pelvic pain that is worsening, severe depression, heavy bleeding that started after implants, headaches, frequent migraines, vision changes, inability to lose weight even with strict diet and exercise, swollen abdomen, forgetfulness, mood swings, several uti's, pain during sex, lower libido, allergic reactions including random itching and rashes, inability to sleep/insomnia and several trips to the emergency room for severe abdominal pain. Even after trying other medications or relief methods for the above listed problems they are getting worse. My doctor is working with me so that I can have a full hysterectomy to have the essure devices/implants removed.